Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image issue and the observed color tone issue could not be determined, however, the issues were likely the result of damage or disconnection of the image sensor unit due to repetitive stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation noise generation in the image. Due to a cut on charge coupled device (ccd) cable, image noise occurred and an image could not be displayed. The color tone of the image was abnormal due to damage on ccd unit in endoscope connector. There were few additional findings. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage on lock engagement lever, bending section could not be fixed firmly. Due to damage on ccd unit, the image had roughness. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, there was noise in the image displayed by the endoeye flex deflectable videoscope. The issue occurred within few minutes after the power was turned on during preparation for use for a therapeutic procedure. The procedure was completed with a similar device without any delay. The device was returned and an evaluation at the repair center revealed, image could not be displayed due to noise generation. Also, the color tone of the image was abnormal. The image was green only. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient injury associated with this event.